Event description:
It was reported that caller noticed air bubbles or gaps in tandem mobi cartridge during cartridge loading and tubing fill process, with bubbles about three times size of cannula, but issue was not ongoing at time of call. There was no adverse impact to the customer¿s blood glucose level. Customer used room temperature insulin, used fill rod to force air bubbles out, and resolved issue by performing tubing fill process to clear bubbles, and no further actions were reported from technical support.

Manufacturer narrative:
In use at the time of the event:cgm model: g7mobile os: ios / ios_iphone 14 plus / 2.9.1 / ios 26.1.